Manufacturer narrative:
This medwatch is submitted to send the result of the investigation of this complaint. Several attempts were made to collect additional informations on the instrument used during the surgery . No lot number was provided which prevent from reviewing the device history records and traceability . Although it was communicated by the reporter that the inserter was returned for examination , the product was never received by the manufacturer . The review of the case by the product range manager , based on the recurrence of this kind of issue, the probable root cause is probably related to potential excessive force applied during inserter setting causing the cross-threading of the mobi-c no touch implant holder adjustment knob to jam, and thus the implant difficulty to positon issue reported . However due to the lack of available data this hypothesis cannot be validated. If additional informations were received that add a value on this conclusion , another report will be sent.

Event description:
Mobi-c p&f us : jammed depth stop, removed implant and fusion. A sales representative reported that implant was loaded onto the inserter and attempted to implant in patient. Depth stop got stuck and couldn¿t advance the implant into the optimal location so implant was removed and patient received a fusion instead. Another manufacturer acdf device was used to complete the surgery . No patient impact was reported . Additional information received on april 30th 2019: the patient received a fusion and is doing well. It was reported that the inserter was returned, the reporter could not provide the lot number of the inserter. The depth stop adjustment was initially set at zero. According to the reporter, the surgical technique was followed at the mobi-c loading on inserter . The disc space was under distraction. The surgeon encountered not much resistance while inserting prosthesis. And the prosthesis was inserted straight with no rotation. No per-op images are available.

Manufacturer narrative:
This medwatch is submitted to send the initial report. The review of the device history records could not be performed as no information concerning the instrument (lot and serial number) has been provided. Attempts have been made to collect additional information concerning the reported event, however no answer has been received yet. Investigation is still in progress. Conclusion is not yet available. Device not returned.

Event description:
Mobi-c p&f us: jammed depth stop, removed implant and fusion. A sales representative reported that implant was loaded onto the inserter and attempted to implant in patient. Depthstop got stuck and couldn¿t advance the implant into the optimal location so implant was removed and patient received a fusion instead. Wenzel standaline acdf was used to complete the surgery. No patient impact, no delay in surgery were reported. Attempts have been made to collect additional information concerning the reported event, however no answer has been received yet.